Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013, for which the patient claimed cgm values compared to patient's blood glucose meter were 100 points off and varied both high and low. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.